Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that their insulin pump failed to alarm insulin flow block. The customer¿s blood glucose level was 399 mg/dl at the time of the incident. The customer was treated with insulin pens. Customer¿s current blood glucose 223 mg/dl. During troubleshooting, the customer¿s mother changed the infusion set and reservoir. Asked mother to do a fill cannula of 5.0u, her normal fill cannula is 0.3u; mother states no drops have fallen and the insulin pump did not alarm insulin flow blocked. Advised the insulin pump will be replaced. The insulin pump will be returned for analysis.